Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5536b200; tritanium bplate triathlon s2; lot# ctd9379 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to instability. Surgeon also reported the baseplate appeared loose on CT but was not easily removed. A cr/ cs knee was converted to a ts knee with augments and stems. Rep confirmed that no further information will be released by the hospital or surgeon.